Manufacturer narrative:
The cartridge was not returned for investigation. The lot was released for distribution having met all product design, quality and product released criteria. No defects were found during incoming inspection of this lot. A review of the lot history revealed no other events of this type have been received. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received regarding a (B)(6) female patient who experienced a broken luer of the arterial line connected to her central venous catheter (cvc). The cvc was replaced and the patient continues to treat without issue.